Event description:
Catheter failed after insertion. Two different monitors were used-each stated code 125. Two different sv02 cables were tried. Still not functioning. New catheter inserted in pt & worked fine.